Manufacturer narrative:
12/31/1997-supplemental report #1 submitted to FDA.

Event description:
The suture was used during a abdominal hysterectomy procedure. Reportedly, the sutures were cracked and broken. The surgeon used other sutures to complete the procedure. The hosp has reported no pt injury occurred.